Event description:
During implantable neurostimulator (ins) replacement surgery, the health care professional saw that the boot connector had melted down on the connection between the extension and the lead. In addition, the connection between the extension and the ins was beginning to melt. The ins was "out of order" and it was impossible to interrogate it. The ins and extension were replaced. The lead was okay and could be connected to the new ins. The pt status post intervention/procedure was reported as "intervention successful". There was no pt injury.

Manufacturer narrative:
The implantable neurostimulator, connector, and a portion of the extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.